Event description:
Carefusion technical support, received a call from a biomed at one of our user facilities, requesting a replacement gas delivery engine. According to the biomed, during pre-use/check/preventative maintenance, the error log had multiple bad calibrations (transducers, internal flow sensor, external flow sensor, etc). The biomed tried calibrating, the unit, but it failed calibration. No pt involvement.

Manufacturer narrative:
(B)(4). A replacement gas delivery engine was shipped to the customer. The alleged faulty gas delivery engine was returned to carefusion on (B)(4) 2015. Carefusion failure analysis lab evaluated the unit, however, they were unable to reproduce any of the reported calibration errors. As a result, the root cause of the reported issue could not be duplicated.